Event description:
On 7/20/77, bilateral breast augmentation with silicone gel implants. Began having pain and discomfort 1/99, especially on left. Exam revealed bilateral breast implants with grade iii capsular contractures. The left slightly firmer than right. On 5/5/99, pt underwent bilateral subpectoral conversion with removal of bilateral ruptured gel implants and bilateral capsulectomies. Devices sent to pathology.